Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event. Treatment and outcome of the peritonitis was not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). It was reported that on an unreported date, the patient ¿incompletely handled procedures which caused the peritonitis¿ (not further described). The peritonitis was manifested by cloudy effluent, abdominal pain and pyrexis (fever). On the same day as onset, the patient was hospitalized for the event. On the same day as hospitalization, the patient was treated for bacterial peritonitis with amikacin sulfate (25 mg, 5 times a day) and cefazolin sodium (0.5 gm, five times a day) ip-intraperitoneally. On an unreported date, the patient was retrained on proper aseptic technique for performing peritoneal dialysis therapy. Six days after onset, amikacin sulfate and cefazolin sodium therapies were discontinued. On the same day, the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved, the patient was recovered from the event and dianeal and extraneal therapies were ongoing. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.